Event description:
It was reported that following a percutaneous coronary intervention, in-stent restenosis and stent fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous right coronary artery (rca). The lesion was pre-dilated and the 3.0x20mm promus element stent was successfully implanted during a procedure in (B)(6) 2012. The stent was post-dilated with a unspecified balloon. In (B)(6) 2012, a follow-up diagnostic procedure revealed in-stent restenosis and stent fracture of the implanted promus element stent. The lesion was treated with a non-bsc stent. The physician noted that the fracture was likely caused by a severe hinge movement in the target lesion. No additional patient complications were reported.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).